Event description:
Towards the end of treatment, the blood line began leaking. No alarms sounded. On removal of the set from the machine, the tubing was found to be split in two places. However, there was a minimal blood loss, not quantified at the time of incident. Pt was disconnected from the machine.